Event description:
I was using amo complete moisture plus multi-purpose solution. I had put the lense into my eye after soaking for 7 hrs. In about 3 hrs, my left eye became very irritated, red, and watery. It was painful to touch the eye, and by about 6 hrs, pus started to appear near my tear duct. I never got medical attention, and my condition resolved itself after 3 days of wearing my glasses as an alternate to contacts.